Event description:
It was observed that during the device evaluation, the subject device exhibited interference on the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A visual and functional test of the device was conducted and interference on the image was identified when shaking the cable based on historical data, possible causes include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The investigation determined that the most likely cause of failure was component failure. It is unknown what caused the cable to fail. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.